Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented in clinic for follow up. The device was failed to be interrogated. A constant low tone beep from the device was noted. It was suspected that the device was at the end-of-life (eol) in a backup mode. Device replacement would not be made due to patient¿s age and health related concerns. The patient was stable.